Event description:
The consumer states while she was sitting at a picnic table, the wheels allegedly "came flying off her walker", causing the consumer to be thrown into the picnic table. Serious injury is alleged.

Manufacturer narrative:
Manufacturer contacted consumer. Consumer alleges they were attending an outdoor function when the device reportedly collapsed by a picnic table. Terrain and device maintenance history is unknown. Dealer reportedly serviced the device and device remains in use. No conformation of alleged injury was received. MDR filed as a conservative measure.